Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that noise was observed on the left ventricular (lv) lead that was plug into the rv pace sense portion of the device. It was noted that the lv lead had fractured and due to the configuration of the lv lead in the rv pace sense portion, multiple inhibitions of pacing was detected. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 419478 lead implanted (B)(6) 2007; 5076-58 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d) had failed. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.